Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Patient age and dob requested but not provided.

Event description:
It was reported that the tubing set unintentionally disconnected from the patient's IV and leaked blood and contrast during a CT procedure. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report that the tubing set disconnected and leaked was confirmed. Visual inspection was performed. The separation was observed between the tubing and male luer end components. Further inspection of the separated mating components observed evidence that the tubing was not inserted fully. Inspection under magnification of the separated mating components observed evidence within the male luer end's slip component that the tubing was not inserted fully. A ring of dried blood residue was observed within the slip component along an area between its opening and end. The male luer end's hub component was manually removed from the slip component for further inspection of the slip component. The root cause that the tubing set disconnected and leaked was due to a misassembly of the set during the manufacturing process.

Event description:
It was reported that the tubing set unintentionally disconnected from the patient's IV and leaked blood and contrast during a CT procedure. There was no report of patient harm.